Event description:
Customer reported that pump displayed reset screen unexpectedly. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support informed customer that reset was part of a routine system check and a built-in safety feature, which the customer understood. It was clarified that during a reset, certain settings return to default, requiring manual intervention, and customer successfully resumed insulin therapy.